Event description:
It has been reported to philips that system was stating "generator is busy starting up" - unable to perform fluoroscopy or exposure. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy and exposure was not possible. Troubleshooting actions showed a problem with the x ray tube. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the diagnosis got delayed due to the issue. Review of the system log file showed errors in x-ray generator. Upon functional testing fse found issue with x-ray tube . The fse replaced the x-ray tube and calibrated the system. After replacement of the x-ray tube and calibration of the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.